Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a procedure for bilateral posterior pedicle screw placement l4-l5 and intertransverse fusion on the left at l4-l5 with allograft and autograft. Total facetectomy, partial laminectomy and decompression of the dural sac with microdissection total discectomy at l4-l5 level and interbody fusion at l4-l5 with a leopard cage and rhbmp-2/acs. At 2 weeks post-op the patient was admitted for worsening pain that radiates to groin bilaterally. Lumbar MRI shows fluid collection posterior to right l4 laminectomy site. Pt. Underwent procedure for CT guided needle aspiration laminectomy site; gram stain negative/ normal wbc at 16 months post-op, records indicate possible pseudoarthrosis. At 21 months post-op the patient the patient states he was doing fairly well since he was last seen three months ago. He took a fall approximately 2 weeks ago and since that time has had increased back pain and radicular symptoms. At 31 months post-op, notes indicate pain, numbness, and tingling following a mva. At 34 months post-op, notes indicate ¿suspect that the patient had a pseudoarthrosis but clinically he never really had any improvement immediately after the surgery which would have been expected. Even though he has a radiographic pseudoarthrosis and indicated that he does not smoke I do not see evidence of loosening or complete failure of his hardware or fusion construct. Therefore based on these factors, in my opinion I do not believe with any certainty that any additional revision surgery is going to provide any additional pain relief.¿